Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps device would not open when tested prior to cataract surgery. An alternate forceps was obtained in order to begin and complete the procedure. There was no patient involvement with the unsatisfactory forceps therefore, no patient impact associated with this reported event.

Manufacturer narrative:
The received forceps sample was found in the opened original packaging with cover foil and was protected with bubble wrap. The forceps sample seemed used as there were surgery residuals visible. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the junction between the cannula and the sleeve tube was broken therefore, the cannula blocked the forceps and it could not be opened again. The complaint history was reviewed two years back. It showed (B)(4) comparable complaints. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. Glue residuals were found on the cannula confirming that the tip tube assembly was performed according to the production process. The location of the glue also indicates that the additional glue process based on the (B)(4) was performed as well. Gluing according to (B)(4) is performed since few junctions between cannula and sleeve tube failed in production. It has been demonstrated that an additional gluing process according, to (B)(4), fixes the tube stronger in the sleeve tube (see dev-(B)(4)). Why the additional gluing process did not avoid the failure cannot be determined anymore. Nevertheless, a manipulation of the instrument during the surgery, like bending inside the trocar, can lead to high forces on the junction between cannula and sleeve tube. It cannot be excluded that such a force was applied to the instrument therefore, the root cause of the failure cannot be determined anymore. Gluing the junction between the cannula and sleeve tube will be performed with an improved process in future. This process will be implemented under change (B)(4). The currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event. With this single case and (B)(4) related complaints within a time range of 24 months, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).